Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leuko reduction failure remains undetermined at this time. The run data file analysis did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. It is possible that the ¿draw pressure too low¿-alerts have impacted the steady state of the lrs chamber. Based on the available information, it is possible that this leuko reduction failure is donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #(B)(4). The disposable kit is not available for return, because it was discarded by the customer. This product is not available within the us, but this report is being filed due to a alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.